Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the pre-use check, the customer noticed the pilot balloon got easily deflated. When he flattened it, it kept deflated. No patient injury reported.

Manufacturer narrative:
Evaluation codes: updated h10 device evaluation: one device was received for investigation. Visual inspection and functional testing were performed. No defects could be seen or were detected. A review of the device history record (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No root cause could be identified and no action were taken since the complaint was not confirmed., corrected data: b3: month and year of event have been provided, day is unknown.